Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2017 with the following findings: evaluation revealed that the battery compartment was cracked. Evaluation also revealed a dim, fading and discolored display screen. The audio bolus button cover was found to be damaged and the audio bolus button was unresponsive. The button cover was removed cover and contamination observed in the audio bolus button compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed evaluation revealed that the battery compartment was cracked. Evaluation also revealed a dim, fading and discolored display screen. The audio bolus button cover was found to be damaged and the audio bolus button was unresponsive. The button cover was removed cover and contamination observed in the audio bolus button compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/27/2017.